Event description:
The patient reported continuing to receive insulin from their omnipod 5 system, despite pausing insulin delivery. No specific blood glucose levels were provided, but were reported to be below 100 mg/dl. The patient advised they treated by consuming honey. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
In the case description, the user mentioned insulin was continuing to be delivered though insulin delivery was manually suspended. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of the system delivering insulin while suspended. Review of the log files confirmed that between each suspend and resume command being sent to the pod, the total pulse count tracked by the pod did not increase, confirming that the pod was not actively delivering insulin during these suspension periods. No evidence of issues with the system were observed in the available logs. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.